Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
The customer reported large sensor glucose vs. Blood glucose disparities, and that the sensor inappropriately activated the threshold suspend function of the insulin pump. Customer stated that the sensor cannula was bent. The customer's reported blood glucose value was 87 mg/dl, and the reported sensor glucose value was 55 mg/dl. Sensor will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.